Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited fluctuating impedances. Occasional readings of less than 100 ohms would trigger an alert, however updated measurements in clinic were most often around 300 ohms. A loose connection was suspected.